Event description:
It was reported that the system 9600+ had a bad collimator and displayed an iris pot error. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The cover was removed and the collimator opened and closed manually and the error was corrected. The collimator was exercized numerous times without error. The system was found to be working as intended and placed back into service.